Event description:
Prior to start of the procedure, the nurse tested the clip applier and it did not function; the clips did not deploy. The device was then removed from the sterile field and replaced by another device which functioned as expected.